Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their gums are starting to recede and is very painful. They also reported that the aligners are causing cuts on their cheek. Provided tips and requesting additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.